Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps had a charring on the plastic parts. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. Additional observation(s) reported by site: the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The bipolar energy cord was connected to an in-house erbe generator and passed recognition as an energy device. The instrument failed intermittently the electrical continuity test. Energy was delivered intermittently. The complaint regarding charring on the distal end of the device was confirmed by failure analysis.